Event description:
During a pci procedure, the maverick2 monorial balloon ruptured at 12atms on the initial inflation. The procedure was completed with another device. A britetip guide catheter and an traverse guide wire were also used in the procedure. No patient injuries or complications were reported. Patient status listed as "good".